Event description:
It was reported that during an arthroscopic surgery the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information. Complaint allegation is not confirmed. One unpackaged, ar-3638-1 knotless fibertak¿, batch number 14989684, was received for investigation. Visual inspection noted no problems with the device. Functional testing was performed and the device sutures moved as intended and there were no issues noted. No problem found.